Event description:
The rptr stated that rptr's spouse did back to back blood glucose tests, within 10 minutes, using separate finger sticks. Spouse's results were 142, 143 and 187 mg/dl. Spouse did not have any symptoms. During troubleshooting, a control solution test was in range, 141 (97-146). Testing technique was correct; meter had never been cleaned. No harm was alleged.